Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-04553 it was reported that patient is experiencing ineffective stimulation. Multiple reprogramming attempts were not able to resolve the issue. As a result, a surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2, reference MFR. Report#1627487-2018-04553. Additional information received indicated that the lead was explanted and replaced.